Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) with 90% stenosis. Pre-dilatation was performed prior to placement of the promus study stent. Placement of the study stent and post-dilatation resulted in a grade c dissection which was proximal to the target lesion. The dissection was treated with the placement of an additional study stent and resulting stenosis was 0%. The event resolved itself without residual effects and the patient was discharged the next day on aspirin and clopidogrel. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is listed in the instructions for use, as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.